Event description:
It was reported that when the syringe containing 30ml opioid was placed in the pca pump, it was detecting "40ml." There was patient involvement but no harm. "Although multiple attempts have been made requesting for additional information and product return, none was provided." Bd has learned additional information. It was reported that the syringe used was cardinal health monoject 35ml syringe barrel assembly ref (B)(4). This syringe barrel is reportedly used to compound fentanyl 1500 mcg/30 ml pca and hydromorphone 30mg/30ml pca. The customer also reported that premixed (prefilled) manufactured product morphine 30mg/30ml pca (manufactured by ims, ndc (B)(4). ) is also used with the pca modules (compatible with alaris pca module).

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information. C20 - no findings available, d15 - cause not established. Correction: describe event or problem additional information: if other specify, imdrf annex e, f, a, b, c, d, and g codes. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that when the syringe containing 30ml opioid was placed in the pca pump, it was detecting "40ml." There was patient involvement but unknown outcome.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.